Event description:
It was reported that the user entered multiple meal announcements to reduce elevated glucose, which constitutes unintended use that can interfere with automated correction and meal dosing. Symptoms included hyperglycemia. Outcomes included no alerts, alarms, hospitalization, or injury, and glucose was in range at the time of the call. Investigation included customer counseling and troubleshooting focused on appropriate use of meal announcements and correction behavior. Investigation of this case revealed user technique contributing to elevated glucose entries without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use.